Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed device was in back up operation and defibrillation therapy were turned off on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.